Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported via MRI report, "bilaterally axillary lymph nodes up to 1 cm in size". Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported rupture. Device was explanted and replaced with a non abbvie. This record is for the left side.

Manufacturer narrative:
Continued: e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.